Event description:
It was reported that the pump wake button was extremely difficult to press or required multiple presses to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer followed instructions to press the button in specific ways until the display turned on, agreed to continue using current pump as backup therapy, and was advised to program pump settings and connect continuous glucose monitor to replacement pump.